Event description:
It was reported that the patient's leads had fractured and disconnected from the battery. The physician believed that this was caused by the patient's repeated manipulation of the device in the pocket. The physician removed the device. The patient recovered without sequelae. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. (B)(4). The device was not returned.